Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has sudden changes of hearing impression with the device. There were no changes in the patient's health reported. Re-implantation has been advised.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, likely caused by minute device mobility, is likely the reason for the reported problems. The observed facial nerve stimulation on channel 12 is a known postoperative undesired side effect of ci implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient has sudden changes of hearing impression with the device. There were no changes in the patient's health nor accident or trauma reported. Re-implantation was advised but no decision has been made as the patient has not reported back to the clinic. Despite requested no further information could be obtained.